Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision procedure to revise this artificial urinary sphincter (aus) due to the cuff being too large and the implant never worked and the patient was still incontinent. The physician cycled the device and determined the cuff was too large. The aus 4.5cm aus cuff was explanted and replaced with a 3.5cm aus cuff. There were no patient complications reported.